Event description:
It was reported that the radiofrequency programmer head was unable to interrogate implantable heart devices using two separate programmers, that the programmer head displayed no green lights. The programmer head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the head would not interrogate and it failed its uplink test. Its cable was replaced. (B)(4).